Event description:
The surgeon attempted to implant a 3-piece sillicone lens model aq1016v and was damaged while advancing. The lens was not implanted and there was no patient injury. The model and lot numbers of the injector and cartridge used are unknown.